Event description:
Pt reported patient received scheduled dose yesterday (B)(6) 2025 and upon administering one of injections the device failed and the gel spilled. Patient did not miss dose as provider used stock they had in office. Cares teams provided office with info to report the defective device to the manufacturer. No further information provided. Reported to (B)(6) by health professional.